Event description:
It was reported that the entire device system was explanted and replaced. The patient's last refill was noted on (B)(6) 2012. It was indicated that the pump was at end of life and during pump removal there was inability to aspirate fluid. At that same time, a catheter fracture was also found. It was reported that there were no patient symptoms. The outcome of the patient was reported as recovered without sequelae. The drugs delivered via pump were bupivacaine and hydromorphone.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type catheter.